Event description:
National complaint coordinator reports one incident of "collapse during treatment" with the a-18 dialyzer. Approximately three hours into treatment patient collapsed. The md adjusted the ufr, as he suspected "the collapse was due to wrong estimation of the dry weight." After adjusting the ufr, the patient "recovered promptly." It was reported that the md "excluded the collapse was due to the dialyzer as this type of event happens quite frequently during a dialysis treatment." No medical intervention reported per national complaint coordinator.